Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests or verify prime/fill anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of 145mg/dl blood glucose and that the pump cannot prime the tubing. Customer also indicated that the pump alarmed no delivery. Customer indicated that the incident was resolved by a complete reservoir and set change. The customer tried with another reservoir and indicated that the insulin does not exit. Customer indicated that they have a back up plan and was advised that the device would be replaced and agreed to return the product for analysis.